Event description:
Customer reported " hole at distal end " . The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device bending section distal end was detached.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in bending section, a-rubber glue was found with a crack, and video connector was cracked . The bending tube was damaged, distal end was noted to be detached. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, bending, deformation, fracture, fatigue component failure. Olympus will continue to monitor complaints for this device.